Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) was explanted and successfully replaced due to normal battery depletion. There were no allegations against the device at the time of explant and no reported adverse patient effects.